Manufacturer narrative:
H10: the device was received for evaluation with an open pouch. Visual inspection did not identify any abnormalities. The sample was functionally tested with an underwater pressure test and no issues were noted. The sample evaluation showed that the product met specification and was conforming product. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed inside of a homechoice automated pd set w/cassette. This was identified before use of the device when the home patient opened the new package. There was no patient injury or medical intervention associated with this event. No additional information is available.